Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of incorrect infusion was not verified. The event log did not show the error. Service found the pump performing within the +/-6 percent delivery accuracy. Service will not take any actions to replace any components at this time. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd solis vip pump infused the incorrect amount. No further information provided. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one cadd-solis vip was returned for investigation. The device was returned in good condition. The customer's concern regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Based on the investigation results, no corrective actions were taken.

Manufacturer narrative:
Additional information: information was received that the patient's pump did not alert that there was a problem and showed that tpn was infusing. Patient's tpn was hung evening of (B)(6) 2018 and the patient noticed the morning of (B)(6) 2018. The patient was able to receive their infusion when the pump was replaced.